Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The fiber body measured 304.6 cm and the sma connector was observed detached/separated from the fiber body. The exposed glass tip measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. The proximal end of the fiber body, where it attaches to the sma connector was observed damaged due to overheating. No other problems with the device were noted. The reported event was confirmed. The fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the fiber during setup, use, or reprocessing caused damage to the fiber within the sma connector, leading to overheating and the detachment. There was no burn injury to the user or the patient as a result of the reported issue. The IFU states in the event of no output energy fiber connector may be hot to touch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on september 20, 2021 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure performed on september 20, 2021. The laser unit used was an auriga 30 laser console. During the preparation, the laser fiber was connected to the console and connector burns. A smoke and burning smell was noted from the connector. The connector was noted to be hot to the touch but there was no burn injury to the user or the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console. During the preparation, the laser fiber was connected to the console and connector burns. A smoke and burning smell was noted from the connector. The connector was noted to be hot to the touch but there was no burn injury to the user or the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.